Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a rectum procedure, the surgeon used the device and a blue cartridge to sew the tissue. But the staples did not form after firing and fell into the patient`s abdominal cavity. Then the surgeon opened the abdominal cavity, used forceps to take out the staples and used another device to sew the tissue. Now the patient is fine. There were no adverse consequences for the patient.